Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they received insulin flow blocked alarm. The customer's blood glucose was unknown at the time of the incident. The customer reported that when the tube was filled, insulin flow blocked alarm occurred several times. The troubleshooting was not performed. The reservoir will be returned for analysis.